Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: interstim, product ID: 3889-28 (lot#: va18qmd), product type: 0200-lead, implant date: (B)(6) 2016, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported, that the old device wasn't functioning properly. And they were having nerve stimulation problems with it, so they removed it. The patient said, they removed the leads, but one of the parts wouldn't detach. They stated, because of this, they were not MRI eligible. The agent documented reported event. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned, they had an appointment with healthcare provider tomorrow morning.